Event description:
The report stated that during initial testing of the water flow during preparation for a radio frequency ablation procedure, a water leak occurred at the needle. Another needle electrode was used for the procedure.

Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.